Event description:
It was reported that the patient had passed away on (B)(6) 2016 as identified through a patient obituary identified by a company representative. Follow up with the servicing funeral home showed that the patient¿s vns system was likely not explanted prior to burial; product return is not expected. Communications with the facility caring for the patient at the time of death confirmed the date of death. However, no other pertinent information could be obtained. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. No additional pertinent information has been received to date.